Manufacturer narrative:
The mmi printed circuit board assembly was returned to the manufacturer for evaluation from a facility's allegation of a ventilator that failed a primary audible alarm test. The manufacturer's technician confirmed that the component, when utilized with the test ventilator, would not allow volume to be changed. The manufacturer's technician first observed that the volume could not be changed when utilized with the test ventilator. Then, the technician used the fi test oscilliscope to trace the failure to the npn switching transistor q1. It was found that this output this transistor was shorted across all pins with 10.1 ohms of resistance. The root cause was a shorted npn switching transistor q1. Replacing the q1 corrected the failure with this mmi board.

Event description:
The customer reported a ventilator with a failed audible alarm test. No patient involvement / harm.